Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: failure (event) observed during analysis. A partial fracture of the sensing coil was noted distal to the crimp sleeve of the connector ring consistent with fatigue. (B)(6).

Event description:
This report is to advise of an event observed during analysis.